Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
According to the reporter, on (B)(6) 2015, during the procedure, the patient had bleeding during an enb procedure but adequate hemostasis with achieved by 2 minute wedging time.